Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer fse stated the ise buffer outlet valve, ise mix motor, and mixer were faulty. Fse replaced the ise buffer outlet valve, the ise mix motor, and the mixer to resolve the issue.. Fse performed verifications with no additional issues. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium, potassium and chloride on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.